Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received, the phenomenon was not duplicated during evaluation. Therefore, the root cause of the phenomenon could not be identified. The service manual confirmed that the possible causes when no endoscopic images were obtained were as follows: "·poor endoscope or camera head." "·poor image cable." "·poor observation monitor." "·poor body." "·if it is noisy, dp board or dx board is faulty." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the visera elite ii video system center did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.